Event description:
Event description cpi received information that this bipolar lead's (atria) thresholds had increased and an x-ray indicated the atrial lead had move slightly since implant. The lead was repositioned due to dislodgment.